Event description:
It was reported that an error code out of regulation (oor) was seen on the patient programmer (pp) nine and ten days prior, and both went away on its own. It was made sure that the pp was working as it should with all programs, and it was. The product issue was resolved, but the cause of it was not determined. There was no patient symptom, the patient was alive with no injury, and was having great therapy.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3587a25, lot# n141387, implanted: (B)(6) 2008, product type: lead; product ID 3587a, lot# n067274, implanted: (B)(6) 2008, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).